Event description:
It was reported that(1) device was used during a gastrectomy. It was reported by the affiliate that the atg45 instrument was used. There was bleeding. The surgeon controlled the bleeding with a laparoscopic ligating clip. No further consequence to the pt.